Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed failure to capture on the left ventricular (lv) lead. A chest x-ray was performed, and dislodgement was noted on the lv lead. It was suspected that the lead dislodged after a fall resulting from appropriate defibrillation delivered for ventricular arrhythmias. On (B)(6) 2025, the physician elected to cap the lead as it was unable to be removed. The lead was successfully replaced. The patient was discharged from the hospital after the procedure.